Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: a review of the black box shows evidence of cs-088-85b3 alarm on event date (B)(6) 2014. An ezprime sequence and 24hr duration test were successfully completed with no call service alarms being duplicated. The complaint was confirmed in the pump history but not duplicated during testing. Returned cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct serial number associated with this case is (B)(4).